Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited loss of capture. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of no capture was not confirmed. A complete lead was returned in one piece. Analysis of the lead did not find any anomalies. The damage found was sustained during the surgical procedure. The lead was otherwise normal.